Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced air bubbles in the gel. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated "there were many bubbles in the separation gel, so he suggested he centrifuge the ppt tubes and use them after the bubbles disappeared.but the customers require on-site processing,they indicated that the cause of the bubbles may be the gas caused by the gas producing bacteria due to incomplete sterilization."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/23/2020 h.6. Investigation: bd received 11 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Bd determined that the most likely root cause of the indicated failure mode was attributed to either air pockets in the gel material or by air in the lines during the dispense process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced air bubbles in the gel. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated "there were many bubbles in the separation gel, so he suggested he centrifuge the ppt tubes and use them after the bubbles disappeared. But the customers require on-site processing,they indicated that the cause of the bubbles may be the gas caused by the gas producing bacteria due to incomplete sterilization."